Event description:
Patient came in for first adjustment (visit was in the last 2 weeks). Patient complained of some pain and discomfort when sitting down. On physical exam, infection was identified in the perineum and scrotum. Doctor attempted antibiotic regiment to deal with infection. The infection did not subside after antibiotics and both devices were explanted. No erosion was noted. Patient is deciding whether they want to be reimplanted or not now.